Event description:
It was initially reported by the company representative: "during transfer, nurse hears a "crack", the shaft runs in the actuator and patient falls down. When we try to use the actuator, we hear the motor but actuator shaft doesn't move." Please refer MFR report # 3007420694-2013-00061.